Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Data analysis found there were a large number of magnet detections which caused the bd code. It was found the patient had a procedure on the same date in which a magnet had been applied to the device. Technical services discussed the code could be reset. No adverse patient effects were reported.